Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse then checked all probe alignments and made adjustments to reagent probe 1 and 2 to pack positions. The cse checked dispense and aspirate tests carried out on the wash separation manifold and the acid and base dispense volumes were within specification. The cse then reviewed the luminometer dark count runs, which were within specifications. The reagent rocker mechanism is mixing reagents correctly. The customer ran quality control (qc) and was in range. No system issues were found. The cause of the discordant cardiac troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer stated that discordant cardiac troponin (tni-ultra) results were obtained on patient sample(s) on an advia centaur xp instrument. The customer stated that the results were not consistent on the same sample. Discordant results were not reported to the physician(s). New samples were run on an alternate advia centaur xp instrument and results matched the clinical picture of the patients. There are no known reports of patient intervention or adverse health consequences due to the discordant cardiac troponin results.